Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, though the issue was no longer present. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was instructed to contact support for further troubleshooting if the problem reoccurs. Customer acknowledged the advice and education provided.